Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent implantable pulse generator (ipg) replacement procedure and doing well postoperatively. The explanted device will not be return as it was discarded per clinical policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.